Event description:
Pt was implanted with matrix construct from l4 to s1 on (B)(6) 2012. Pt returned to surgeon on unknown date experiencing back symptoms that had resolved in the early post op period. Pt experienced back symptoms again on an unknown date. X-rays showed a polyaxial head at s1, right side, was not seated correctly. Pt was returned to operating room on an unknown date with surgeon discovering all screws were loose. Surgeon removed the screws, locking caps, heads, and rods. Surgeon also found a previous tlif at l5-s1 had migrated. Surgeon pushed the tlif back, added a new interbody at l4-l5, and added a transconnector at l4-l5. No hardware of the tlif was removed. This is 12 of 21 reports.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.